Event description:
It was reported by the customer that they had an issue with a power-loc max set breaking. The event was described as ¿patient accessed 5/18/23 with a power port needle (20g 3/4") in heme/onc office for chemo the next day inpatient on 5/19. On 5/22 mother called rn in to room, as the mediport tubing had separated at the hub during her irinotecan infusion¿. Additional information provided 5/31: event did not involve an urgent/life threatening medical situation. Event did not cause a clinically significant delay in treatment. Securement device used sorbiview shield oval.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 20ga powerloc max style infusion set. The depicted portion of the device included the y-site and sections of both extension tubes. A needleless injection cap was attached to the y-site luer adapter. The distal extension tube appeared to be completely detached from the y-site. A yellow circle was included in the image which appeared to highlight the detachment. Infusion set damage was evident in the submitted photograph; however, inspection of the submitted photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile stress, material fatigue and sharp instrument contact. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that they had an issue with a power-loc max set breaking. The event was described as ¿patient accessed (B)(6) 2023 with a power port needle (20g 3/4") in heme/onc office for chemo the next day inpatient on (B)(6). On (B)(6) mother called rn in to room, as the mediport tubing had separated at the hub during her irinotecan infusion¿. Additional information provided 5/31: event did not involve an urgent/life threatening medical situation. Event did not cause a clinically significant delay in treatment. Securement device used sorbiview shield oval.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a tubing break was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20g powerloc max infusion set with y-site. The returned product sample was evaluated and the following observations were made: ¿ a complete break in the extension tube was confirmed and occurred at the interface of the y-site. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported by the customer that they had an issue with a power-loc max set breaking. The event was described as ¿patient accessed (B)(6) 2023 with a power port needle (20g 3/4") in heme/onc office for chemo the next day inpatient on (B)(6). On (B)(6) mother called rn in to room, as the mediport tubing had separated at the hub during her irinotecan infusion¿. Additional information provided 5/31: event did not involve an urgent/life threatening medical situation. Event did not cause a clinically significant delay in treatment. Securement device used sorbiview shield oval.